Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified injuries. No additional information has been provided.

Manufacturer narrative:
Date sent to the FDA : (B)(6)2018. Patient codes: (B)(4)- urinary problems , bowel problems. It was reported that following insertion the patient experience vaginal scarring, urinary and bowel problems. No additional information provided.

Manufacturer narrative:
Additional information.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 03 and mersilene was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following surgery the patient experienced urinary frequency, urinary retention and urinary urgency. No additional information provided.